Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown) during sudden cardiac arrest, the device was unable to analyze. Paramedics performed multiple analyses during this event which resulted in a "no shock advised". Complainant indicated that the clinician obtained another set of electrode pads to continue treating the patient; however the problem persisted. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada; the malfunction was observed during review of the device's activity log. The device was put through extensive testing without duplicating the reported malfunction. The device gave a no shock advised due to the ECG signal not having the required characteristics or criteria for a shock advise response. The clinical data suggests CPR was being performed which caused noisy ECG signal. The device successfully passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.